Event description:
It was reported, that this implantable cardioverter defibrillator (ICD). Delivered multiple inappropriate shocks. The field representative requested, technical services (ts) to send the arrhythmia log book reports on this ICD device to the field representative. It was noted, that the device had stored ventricular episodes of inappropriate shocks. That were delivered, due to atrial driven rhythms. The physician will monitor patient medications. The device remains in service. No additional adverse patient effects were reported.